Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported event was lead dislodgement and failure to capture. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies with the exception of procedural damage.